Event description:
Per the clinic, the patient experienced an infection (site of infection not confirmed) and performance decrement with the device use. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.